Event description:
The customer received several errors for the cuvette transport system and stated there was then a burning smell from the analyzer. He confirmed there were no flames, sparks, or smoke. The smell did not cause any techs to be evacuated or treated. No one was adversely affected and no patients were involved in the event. The field service representative determined the workstation a was blocked by cuvettes and the smell came from cable insulation melting. He cleaned workstation blockage and replaced the cable. The system successfully initialized and the customer ran controls which were within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.